Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges leaving the heating pad plugged in on her couch while eating in another room. Upon return she allegedly saw flames and burned a hole in her couch. There was not a report of injury with this incident.

Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges leaving the heating pad plugged in on her couch while eating in another room. Upon return she allegedly saw flames and burned a hole in her couch. There was not a report of injury with this incident.